Event description:
It was reported that during an ureteroscopy procedure for kidney stone, the fiber snapped in the middle of the surgery. Another fiber was opened to complete the procedure. There was no patient complication.